Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an open ventral hernia repair on (B)(6) 2011 and mesh was used. It was reported that the mesh started to delaminate when inserting into the patient. The surgeon cut off the piece of mesh that delaminated and continued the procedure with another product. There was no adverse patient consequence.

Manufacturer narrative:
Results: inconclusive - one returned cut section of mesh was examined under a microscope. The returned section was approximately one square inch in area and was cut and trimed with instrumentation. The orc layer was delaminated but presents as small dark brown fragments. The pds film layers appeared relatively intact. Considering the state of the orc, it could not be determined if the product had delaminated during the procedure or from degradation after use. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.